Event description:
Procedure type: bowel resection. According to the reporter: the patient was operated on 2 weeks prior and returned to surgery for a bowel obstruction. During the re-operation, the surgeon saw a leakage at the anastomotic site. Another instrument was used to complete the anastomosis.